Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter displayed a message of ¿meter issue- call customer service¿. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter message began to appear on (B)(6) 2017 at 1:00 am. The patient informed the csr that she was not taking any medication for diabetes when the alleged issue occurred. It was not reported if the patient took any action in regards to her usual diabetes management regimen when she was unable to obtain a blood glucose result due to the alleged issue. The patient claimed that 5 hours after the alleged issue began she developed ¿hypoglycemia" and was "sweaty and not feeling well¿. The patient claimed she took action of consuming dried fruit in response to the symptoms. At the time of troubleshooting, the customer service representative (csr) walked the patient through resolving the issue and confirmed the alleged issue was resolved. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.